Manufacturer narrative:
The device referenced in this report was evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the suspect device: the ID chip shows 300 uses. The adhesive rubber is leaking due to a pinhole. The adhesive glue is lifting and scratched. Failed the dunk test due to leaking adhesive rubber. The bending section is smashed and bent. The insertion tube has a minor dent. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2951238 ¿ 2022- 00384.

Event description:
The customer reports during an unspecified procedure using a cyf-v2 videoscope, the device curled into a knot. It reported the patient was injured. No information was provided regarding type/location/severity of the injury or if/what treatment was required as a result. Additional information has been requested. At this time no additional information has been provided.